Manufacturer narrative:
Product added to d10. Continuation of d10: product ID: bi71000168, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that this system's collimator was jammed after install. The manufacturer representative (rep) has already addressed the issue by physically moving the collimator blades and the system was functioning as intended. There was an error initializing collimator. There was no patient involvement.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A1102 was coded for the collimator error. A05 was coded for the jammed collimator. H3, h6: the system was serviced in the field and the manufacturer representative (rep) found collimator blades jammed, most likely from vibration during shipping. Physically unjammed the collimator blades and ran a motion calibration. The system then performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.